Manufacturer narrative:
The product was not returned for analysis. Only photos were returned and straight trailing haptic was observed. The returned photos show activated company device (nozzle part only). The plunger and the lens are advanced at the depth guard. The trailing haptic appears to be extended straight. We are unable to determine the root cause for the reported complaint "faulty injector, haptic positioned posteriorly, before insertion into the eye". The product was not returned for analysis. Straight trailing haptic was observed on the returned photos. Straight trailing haptic may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly. If the operating room temperature is too high (greater than 23 degrees centigrade / 73 degrees fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The IFU instructs: "visually inspect the lens to determine the position of the leading and trailing haptics (refer to figure 7). Verify that the plunger is in contact with the trailing optic edge." Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported during intraocular lens (iol) implant procedure, faulty injector, haptic was positioned posteriorly, before insertion into the eye additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).